Event description:
A patient was implanted with a pdc vivo device at c6-7 on (B)(6) 2024. Patient had on-going symptoms from prior to device implantation. The implant was removed on (B)(6) 2025 and the patient was given a 3 level fusion.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at c6-7 on (B)(6) 2024. Patient had on-going symptoms from prior to device implantation. The implant was removed on (B)(6) 2025 and the patient was given a 3 level fusion. A DHR review found no anomalies associated with the complaint. Complaint trending found the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0037. No pre-removal imaging was provided. There were no anomalies identified during the complaint investigation. The implant removal was due to on-going symptoms / therapy device not effective. This submission is 1 of 1 devices involved in this event.